Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after one day in use, the pump alarmed "no disposable, pump won't run". The cassette was removed and reattached from the pump, and the alarm cleared. No injury was reported.